Event description:
Prior to intubation, the decision was made to place a ngt (nasogastric tube). Ngt placed to suction. There were difficulties getting the suction to work. Patient intubated. Rn (registered nurse) was able to get suction to work and large volume of black liquid suctioned. It was noted the key on the side of the suction holder was horizontal (suction was off) and once the key was turned vertical, it was functional.